Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Right sided rupture was suspected on 7/4/2018 and confirmed through a physical exam with a physician on (B)(6) 2018. Upon receipt by mentor, the gel contained in the device appears cloudy. White and brown material was observed within the device and on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 0.4 cm, and rent b measured approximately 0.1 cm, both within an area of siltex cracking at the anterior aspect. No other anomalies were discovered. At this point is not possible to determine the etiology of the white and brown material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Right sided rupture was suspected on (B)(6) 2018 and confirmed through a physical exam with a physician on (B)(6) 2018. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed on (B)(6) 2018.